Event description:
It was reported that the patient had not used her implantable neurostimulator (ins) because she lost weight and was exercising. It was noted that the ins was ¿moving around in her body¿ and the patient would like the ins removed. It was reported that the patient would like to get the ins removed.

Manufacturer narrative:
Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. Patient product ID: 3998, lot# v014660, implanted: (B)(6) 2007, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).